Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was implanted. Following fixation and release, the lp migrated. The lp was dislodged and had to be retrieved, and a new pacemaker was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
Reported events of failure to capture and device dislodgement could not be confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Analysis performed, including output verification, found no anomaly contributing to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that there was loss of capture.